Event description:
During testing by baxter, the spectrum pump alarmed for a system error 105. There was no patient involvement. No further information is available.

Manufacturer narrative:
(B)(4). The device has been returned to baxter for evaluation. The investigation is not complete at this time. A supplemental report will be submitted once the investigation is complete.